Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s sleep/wake button was intermittently unresponsive, requiring multiple presses or placement on a charger to power on, with vibration felt only upon successful start; a video demonstrating the issue was obtained, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including the submitted video. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.